Event description:
Caller reported a false negative urine hcg result on pt. Customer ran pt sample twice with same result. This pt had a colposcopy performed; ultrasound was positive; serum quantitative hcg not provided at this time. Pt's last menstrual period was at the end of november/early december. No further clinical info provided at time complaint was reported. Caller also stated that they had a total of four false negative pt urine hcg results. No info provided on any other pts.

Manufacturer narrative:
Investigation pending.